Event description:
It was reported via merlin transmission that the device was in back up vvi. The patient presented to the clinic and upon interrogation, no back up vvi message was noted. It was determined to be a false alert possible from a weak transmitter signal. The patient will continue to be followed normally.